Event description:
It was reported that the patient presented with loss of capture. The patient had never had a follow-up check. The ventricular lead impedance was greater than 2500 ohms in both unipolar and bipolar configurations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.